Event description:
It was reported that, "broaching for hipstar stem and adapter broke. Used a backup adapter and it broke. Finished surgery with hand impactor broach handle. No delays, no complications."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same event as MFR# 9616680-2010-00825.